Event description:
The hospital reported that three patients (patient information unknown) became ill after undergoing procedures with an ercp scope. The patients were hospitalized because of the illness. They are currently doing well. The scopes were reprocessed in a medivators dsd-91 automated endoscope disinfector. An officer at the airforce base recently observed that the disinfectant solution in the dsd units did not reach endoscopes in any of the four dsd basins.